Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported shocking. During the call, they also confirmed that therapy was on. When asked, they added that they haven't added any new activities or performed any heavy lifting; no trauma/falls were reported that could be related to the issue. In addition, the patient added it is not related to positional movements. As a result of what was reported, stimulation was turned off which resolved the sensation, but now they were feeling a poking sensation. When asked the location of the symptoms, the patient said, "bladder, I guess." They also added that they will follow up with their healthcare provider (hcp). The call center called the patient back to review the option of decreasing stimulation to resolve the poking sensation, but the patient said the sensation stopped; they are currently at 2.7v on program 2 and they know how to decrease the setting. They also mentioned their ins is so deep and they have trouble finding it, but was able to connect right away. No further patient complications have been reported as a result of this event.